Event description:
Customer's daughter reports back to back testing on the same meter while using the aviva system with results of 59mg/dl and 180mg/dl. Customer self treated with orange juice in between testing. No qual controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.